Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) also has a concommittent pacemaker, and the ICD was oversensing the atrial output of the pacemaker. Several nonsustained episodes were observed in the device history. In addition, the device reached eri approximately 3 months prior to the call; however, no allegations exist against the performance of the battery. Additional information confirmed that the physician elected to perform an invasive procedure and observed a fracture on the atrial lead. Therefore, ICD and atrial lead were replaced.